Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
A representative called in for the customer to report that a customer had a cannula break off inside their body and it was confirmed by an x-ray. The customer needed surgery to remove it. It was advised that the customer should seek medical attention as we do not have a protocol for removing the sensor cannula when it breaks off. No further details were provided.